Manufacturer narrative:
11/4/1996-submission of supplemental report to FDA. Additonal info submitted for d7, d8 and d9. Device eval indicated and codes entered in h3 and h6. Corrected data submitted for d10 and e1 (address and phone number).

Event description:
The device was used during a laparoscopic cholecystectomy procedure. Reportedly, the clips did not load properly. The surgeon applied another device to complete the procedure. The hosp has reported that no pt injury occurred.